Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported. At this time, no further information has been received from the field.